Manufacturer narrative:
Evaluation summary: leaflet 3 had two tears of approximately 6mm near commissure 3, and 7mm near commissure 1. All three leaflets were observed to be thickened and swollen. X-ray demonstrated minimal calcification on leaflets 1 and 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. The wireform was exposed on commissure 1 and 3. Customer report of aortic regurgitation secondary to leaflet tear was confirmed. In addition, calcification, host tissue, and swollen tissue restricted leaflet mobility and led to stenosis. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As the device was not returned for evaluation at this time, the root cause for the regurgitation and leaflet tear remains indeterminable. If the device is returned for evaluation or additional information is received, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm aortic pericardial valve, implanted nine (9) years and eleven (11) months, was explanted due to aortic regurgitation secondary to leaflet tear. The device was replaced with a 27mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. At explant, approximately a 1cm tear was at a leaflet near a stent post. It seemed that there was no calcification observed. The valve is available returned for evaluation. The patient status was reported as ¿recovered¿ and discharged. The doctor commented that he experienced valve explants due to calcification in past but valve explant due to leaflet tear was rare so that he would like edwards to evaluate the valve.